Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that during a cataract extraction with intraocular lens implant procedure the patient experienced a corneal burn at the incision site. It was noted that foam had leaked out of the tip and the handpiece became hot causing the incision burn. The case was completed using an alternate handpiece. Sutures were required. The patient has developed astigmatism. Additional information has been requested but not received to date.

Manufacturer narrative:
The clinical analyst reviewed this file and stated the following: ¿the customer reported that a corneal burn was observed on the incision site. The surgery was delayed by five minutes and the phacoemulsification handpiece was notably ¿hot¿, which required a handpiece to be switch to complete the case. Sutures were required to seal the wound. The patient is left with astigmatism until the sutures can be removed at week 4. The wound is currently sealed. Additional related information was requested but was not obtained from the customer. Corneal thermal injuries are typically related to excessive heat generated by the phacoemulsification tip due to insufficient aspiration flow, extended energy application, or combination of both. The constellation vision system is designed to cool the phacoemulsification tip during use as aspirated fluid flows through the tip lumen. Overheating of the phacoemulsification tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phacoemulsification tip. Reduced fluid flow through the phacoemulsification tip may be caused by phacoemulsification tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phacoemulsification tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase.¿ the phacoemulsification handpiece was examined and there were no problems found. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The phacoemulsification handpiece was manufactured on november 13, 2013. Based on qa assessment, the product met specifications at the time of release. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. (B)(4).